Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states their levels had been as low as 49mg/dl, and as high as 256mg/dl. The customer treated the lows with candy. The customer was advised against having reservoir inside pump wile rewinding. The customer declined to troubleshoot. The customer was advised to change entire infusion set and reservoir. The customer was advised to monitor the device.